Event description:
The facility tech reported no blood leak alarm during a blood leak situation while using the meridian device for hemodialysis treatment. Facility technician relates that there was visible blood in the dialysate lines, however, the machine did not give a blood leak alarm. No further details were provided relating to this incident by the dialysis facility.